Event description:
Underdelivery reported: the pt was receiving an infusion coincident with a wound treatment in the hyperbaric chamber. The nurse did not recall the specific infusate or the program settings. It was reported that after the treatment, the nurse noted that the pump was not infusing though the display indicated that the infusion was still in progress by incrementing volume delivered. The nurse did not recall the specific volume that remained in the bag in relation to the volume infused recorded on the display screen based on delivery rate and time. There was no pt harm reported. After the treatment, the pt went home. There was no info available related to whether the physician was notified or an incident report was generated. Though requested, there was no additional info available.